Event description:
It was reported by customer that patient seen in the ed went to CT scan and it was noted that PICC leaking after returning from CT scan. PICC placed at another facility and being cared for at home. PICC removed and it was noted to be ruptured at the 3 cm mark, which happened to be the patient's evl while in place. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.